Event description:
A report was received that the patient will undergo an explant of the leads due to high impedances. The physician believes the leads are thethering and will continue to deteriorate until they need to be replaced.

Event description:
A report was received that the patient will undergo an explant of the leads due to high impedances. The physician believes the leads are thethering and will continue to deteriorate until they need to be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial/lot#: (B)(4), description: linear lead, 70 cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
Additional information was received that the patient was experiencing an increase in their pain and was explanted. The patient reportedly doing well. The physician believes the patient's increase in pain is due to the tethering of the leads in relation to the patient's extensive past abdominal surgeries where there are many adhesions pulling on the leads. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.